Manufacturer narrative:
Plant investigation: the complaint sample was not available for evaluation and no meaningful photographs were provided for review. A review of the instructions for use (IFU) determined that the reported event is adequately addressed. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. All dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization); however, leaks due to adverse environmental conditions or mechanical stress during treatment may occur in very few cases. A production records review was performed on the reported lot. An investigation of the device history records (DHR) revealed that all products were found to be conforming to specifications. The review did not find any evidence of a relationship with the reported failure mode. Based on the available information, the reported event has been confirmed.

Event description:
It was reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Upon follow-up, it was confirmed that the machine alarmed with a ¿massive blood leakage alarm¿. There was a ¿visible rupture of the inner membranes and venous catheter¿ [sic]; the blood leak was confirmed to be visually observed. The patient had completed three hours and fifty-seven minutes of their treatment. It was confirmed that the patient was hemodynamically stable. All concomitant products being used were fresenius manufactured. The incident resulted in approximately 50 ml (or less) of blood loss, and a discontinuation of treatment. The patient was disconnected from the system and the treatment was not restarted. It was confirmed the patient did not experience any serious injury or adverse effects, and they did not require medical intervention. The sample was not available to be returned for evaluation.